Event description:
Customer called and explained she had a lap band surgery in 2011. She just had to undergo emergency surgery to take it out as it had grown fungus on it. She explained it was part#: b-2240.

Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. Clinic did not provide information for an investigation. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the clinic responds with more information. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. Cpr0001 rev d. No correction or corrective action required. The lot history record for the complaint was not available to be reviewed. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.